Manufacturer narrative:
(B)(6). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: may 21, 2015. Expiration date: april 30, 2024. A review of the device history record revealed no complaint related anomalies. The device was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as a patient healed following a trochanteric fixation nail system (tfn), the tip of the blade had migrated into the hip joint. The original implant date for was (B)(6) 2015. Migration of the blade was noted via an x-ray during a standard follow-up appointment on an unknown date. It was reported that the patient went in for a planned revision surgery for hardware removal on (B)(6) 2016. The surgeon went in and reduced the link of the long helical blade so it wasn't in the joint area. He removed an unknown set screw which had backed out, an unknown nail, and pulled out the long helical blade. He exchanged the long helical blade and inserted a smaller helical blade. There was no surgical time delay and no other additional medical surgical intervention required. The surgery was successfully completed and the patient status outcome is fine. This report is for an unknown nail. This is report 2 of 3 for (B)(4).